Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/expulsion of essure device/right essure coil missing') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included miscarriage in 2004, miscarriage (induced with first child due to fast heart rate of the baby) in 2000, multi gravida (total number of pregnancies: 6. On (B)(6) 2000 (B)(6). On (B)(6) 2005 (B)(6). On (B)(6) 2011 (B)(6)) and parity 3. Findings: in the left hem pelvis. The essure device is evident radiographically consisting of metallic wire like elements. In the right hem pelvis. No essure device is seen. Potentially, this may herald possibility of device slippage or loss or abnormal position. Impression: non visualization of the essure device in the right hemipelvis. Gynecological consultation is recommended. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/chronic and general pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dirung menses cramping more with walking pain worse with menses"), mood swings ("hormonal changes/mood swings,"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dental caries ("dental probs/rapid tooth decay"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy) and top denture provided. Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fatigue, mood swings, dental caries, weight decreased and migraine outcome was unknown, the genital haemorrhage, dysmenorrhoea, alopecia, menorrhagia and vaginal haemorrhage was resolving and the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: essure insertion date- (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), genital bleeding, expulsion, fatigue, hair loss, hormonal changes, dental problems, weight loss. Discrepancy noted in mr: essure l coil missing. Ultrasound notes normal uterus and essure present on the left tube. Essure present in the left tube, absent in the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: only see where they go into the uterus. X-ray - on an unknown date: one coil wasn't there left coil is in place but they are unable to see right one. Concerning the injuries reported in this case, the following ones were reported via social media : expulsion of device, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), migraines / headaches added. Events expulsion of essure device reported term updated. Lab data, medical history, historical drugs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fatigue, alopecia, hormone level abnormal, tooth disorder and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, pelvic pain, tooth disorder and weight decreased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), genital bleeding, expulsion, fatigue, hair loss, hormonal changes, dental problems, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), genital bleeding, expulsion, fatigue, hair loss, hormonal changes, dental problems, weight loss and essure confirmation test not performed were added. Explant date was added. Product indication was updated. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.